Manufacturer narrative:
A ge svc rep performed an onsite investigation. The hard disk drive was replaced with version 5.20. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys displayed a code 29 error message with an orange flashing key and would not boot up. No pt injury was reported.